Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. A device history record review was not required as the lot number was unknown. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported the patient underwent transurethral resection of bladder tumor under general anesthesia and the foley catheter was indwelled after the operation. The catheter balloon was found to be ruptured on (B)(6) 2022 at 20:55 pm. The doctor was notified, and the catheter was replaced and properly fixed.